Event description:
User facility has reported, that the pressure port on the cannula was occluded, resulting in high pressure alarms on ventilator. No adverse outcome to the infant.

Manufacturer narrative:
During a previous investigation, product was found to have the reported condition. Teleflex medical is adding the following statement to the device IFU: warning: verify detection of a pressure reading prior to pt use. An airway/CPAP pressure reading should be detectable on the ventilator or external pressure monitor. Customers who have purchased this product are being notified, via a recall notification, of the new warning statement. A copy of the customer notification is enclosed for your review.